Manufacturer narrative:
Initial and final MDR 1887768.- MDR - 8021545-2024-01094 device 3 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced three infusion set adhesive events on (B)(6) 2024. Patient reported that infusion set didn't last for a week. No further information available.